Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h10. A getinge field service engineer (fse) evaluated the iabp unit and found that the unit could not complete an autofill operation. To fix the issue, the fse replaced patient interface module, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. The defective components were received for further investigation. The failure analysis and testing dept. Received pim patient interface module with a reported unit failure of autofill failure. The fat dept. Performed a visual inspection of the part received and observed brownish residue in the nafion dryer tubing. The fat dept. Installed the part in the cardiosave test fixture and tested to factory specifications per procedure and the cardiosave service manual. The fat dept. Found that the pim failed all manifold test on the patient interface module side. Moreover, the unit failed to turn on to clinical mode. The failure analysis and testing department verified the failure of pim autofill failure. Retained the pim in the fat department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 contact person name was shortened due to character limitations. The complete name is (B)(6).

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had an autofill failure error. No patient harm or injury reported.